Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the theatre, the catheter was placed via the left internal jugular. After insertion of the catheter, the distal luer lock connector separated from the catheter. The catheter was replaced at the end of the case. There were no pt complications or injuries noted. Additional information received on (B)(4) 2011, from the distributor, indicated that another catheter was successfully placed in this pt. There were no reported complications or injury to the pt. It is noted that the connector disconnected from the catheter.